Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crtd) system was evaluated in the emergency room for a non-device related issue. A consult transmission was performed and there was rate response trend oversensing seen on the right atrial (ra) channel. The right atrial (ra) lead is a non-boston scientific product. There was atrial inhibition of pacing; however, the patient had an underlying rhythm. The field representative was on the way to program off respiratory rate trend (rrti, no adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).